Event description:
It was reported that the patient¿s ilet luer connector at the cartridge interface was cracked, and the patient was unable to remove the cartridge; guidance to use tweezers or thin pliers to gain leverage and unlock the connector was provided, and the patient administered an insulin injection while disconnected from the pump. Symptoms included hyperglycemia, with a reported peak of 259 mg/dl and several hours above 180 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management without medical intervention, hospitalization, or need for assisted care. Investigation included complaint intake and user troubleshooting for mechanical obstruction at the connector. Investigation of this case revealed a cracked connector consistent with a mechanical break of the luer interface that impeded cartridge removal and pump use. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.